Event description:
A pt reported experiencing inaccurate high results with an ot profile meter. The pt's blood glucose result was 354mg/dl (there was only one reading listed in the reported issue). Tests were done less than 10 mins apart with a difference of greater than 20%. Pt did not experience any adverse event. No further info has been reported.